Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling was used on the patient. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure.according to the complaint, the patient experienced itching, rash, and pelvic discomfort approximately 5-6 months post implant. A biopsy of the vaginal rash confirmed allergic contact dermatitis.

Manufacturer narrative:
(B)(4).